Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing prior to the insertion, the trach cuff doesn't inflate evenly despite manual manipulation. There was no patient involvement and no patient harm/adverse event reported. Reported lot number ga0029094 is not a valid lot number.

Manufacturer narrative:
While performing a review of complaint file cn-(B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2024-04755 is no longer considered reportable, please disregard any reports associated with it.